Event description:
A surgeon reported that a patient could not read following intraocular lens (iol) implant surgery. He stated the iol was exchanged. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned in four pieces. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The root cause for the reported issue could not be determined by the product evaluation. Lens bench testing could not be conducted because of the optic damage. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no similar complaints reported in the lot number. Additional information was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).